Manufacturer narrative:
(B) (4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no conclusions can be drawn about the performance of the valve. A trans-esophageal echocardiographic (tee) evaluation taken during the procedure revealed mild paravalvular aortic regurgitation.

Event description:
Medtronic received info that aortic insufficiency was noted immediately post implant of this bioprosthetic valve. The valve was explanted and replaced with a mechanical valve and conduit. It was reported that the pt died intra-operatively due to bleeding. It was also reported that the pt had a heavily calcified aorta with very friable tissue.